Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated history records of the lot used by the customer. Investigation findings: no design or manufacturing discrepancies that could have caused or contributed to a complaint of this nature were identified. Conclusion: the investigation is ongoing and the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: the initial report submitted on 24-jul-2025, presents the lot history review. Since then, the same lot as the one used by the customer has not been received for investigation despite multiple follow-up attempts made by eitan medical. Investigation findings: the set has not been received for investigation despite multiple follow-up attempts made by eitan medical. Conclusion: eitan medical has conducted multiple attempts to receive the set itself, for investigation. However, it was not provided by the customer. If the set is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.